Manufacturer narrative:
The device has not been returned to bsc for analysis; however, the reported adverse event is confirmed as per media provided. Based on the instructions for use (IFU), the adverse events mentioned in the complaint are known inherent risks of the device.

Event description:
It was reported a perforation and a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure indicated for a case of atrial fibrillation, a versacross connect for laac kit was selected for use. The physician obtained bilateral groin access. Intracardiac echocardiography (ice) advanced in left femoral vein, right femoral vein access obtained with watchman and versacross connect for transseptal access. The physician was unable to obtain safe transseptal via ice. Cardiac anesthesia advanced transesophageal echocardiogram (tee) probe to obtain for transeptal access. Transseptal access was successful, and the watchman sheath was advanced. Then, a non-boston scientific pigtail catheter was advanced over versacross wire into left atrial appendage (laa). The certified registered nurse anesthetist noted rapid ventricular response (rvr) and rhythm changes along with hemodynamic changes. A large global pericardial effusion was noted. The patient was intubated, and compressions were started. The pigtail catheter and transseptal sheath were removed from left atrial cardiac space. Protamine was administered and pericardiocentesis commenced. Approximately 780 cc of fluid was removed from the cardiac space and most fluid returned to patient. The patient stabilized while cardiac thoracic (CT) surgery was consulted. The patient was transferred to intensive care unit. The patient continued to accumulate pericardial fluid; hence the physician recommend patient to be transferred to CT surgery. Ligation of left atrial appendage was performed. The patient was stable and expected to fully recover. The device is not expected to be returned for analysis (disposed). Imaging was still difficult but were able to access the left atrium (la). Versacross rf wire and pigtail were easy to visualize once in the la. Once the septum was visualized there were no difficulties with the workflow. Patient was hypotensive. There was a perforation noted in the laa. No versacross device (rf wire, dilator/sheath) caused issue or malfunctioned during the procedure. In the physician's opinion, the access solutions (transseptal products) did not contribute to the patient complication.

Event description:
It was reported a perforation and a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure indicated for a case of atrial fibrillation, a versacross connect for laac kit was selected for use. The physician obtained bilateral groin access. Intracardiac echocardiography (ice) advanced in left femoral vein, right femoral vein access obtained with watchman and versacross connect for transseptal access. The physician was unable to obtain safe transseptal via ice. Cardiac anesthesia advanced transesophageal echocardiogram (tee) probe to obtain for transeptal access. Transseptal access was successful, and the watchman sheath was advanced. Then, a non-boston scientific pigtail catheter was advanced over versacross wire into left atrial appendage (laa). The certified registered nurse anesthetist noted rapid ventricular response (rvr) and rhythm changes along with hemodynamic changes. A large global pericardial effusion was noted. The patient was intubated, and compressions were started. The pigtail catheter and transseptal sheath were removed from left atrial cardiac space. Protamine was administered and pericardiocentesis commenced. Approximately 780 cc of fluid was removed from the cardiac space and most fluid returned to patient. The patient stabilized while cardiac thoracic (CT) surgery was consulted. The patient was transferred to intensive care unit. The patient continued to accumulate pericardial fluid, hence the physician recommend patient to be transferred to CT surgery. Ligation of left atrial appendage was performed. The patient was stable and expected to fully recover. The device is not expected to be returned for analysis (disposed). Imaging was still difficult, but were able to access the left atrium (la). Versacross rf wire and pigtail were easy to visualize once in the la. Once the septum was visualized there were no difficulties with the workflow. Patient was hypotensive. There was a perforation noted in the laa. No versacross device (rf wire, dilator/sheath) caused issue or malfunctioned during the procedure. In the physician's opinion, the access solutions (transseptal products) did not contribute to the patient complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded.

Event description:
It was reported a perforation and a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure indicated for a case of atrial fibrillation, a versacross connect for laac kit was selected for use. The physician obtained bilateral groin access. Intracardiac echocardiography (ice) advanced in left femoral vein, right femoral vein access obtained with watchman and versacross connect for transseptal access. The physician was unable to obtain safe transseptal via ice. Cardiac anesthesia advanced transesophageal echocardiogram (tee) probe to obtain for transeptal access. Transseptal access was successful, and the watchman sheath was advanced. Then, a non-boston scientific pigtail catheter was advanced over versacross wire into left atrial appendage (laa). The certified registered nurse anesthetist noted rapid ventricular response (rvr) and rhythm changes along with hemodynamic changes. A large global pericardial effusion was noted. The patient was intubated, and compressions were started. The pigtail catheter and transseptal sheath were removed from left atrial cardiac space. Protamine was administered and pericardiocentesis commenced. Approximately 780 cc of fluid was removed from the cardiac space and most fluid returned to patient. The patient stabilized while cardiac thoracic (CT) surgery was consulted. The patient was transferred to intensive care unit. The patient continued to accumulate pericardial fluid, hence the physician recommend patient to be transferred to CT surgery. Ligation of left atrial appendage was performed. The patient was stable and expected to fully recover. The device is not expected to be returned for analysis (disposed). Imaging was still difficult, but were able to access the left atrium (la). Versacross rf wire and pigtail were easy to visualize once in the la. Once the septum was visualized there were no difficulties with the workflow. Patient was hypotensive. There was a perforation noted in the laa. No versacross device (rf wire, dilator/sheath) caused issue or malfunctioned during the procedure. In the physician's opinion, the access solutions (transseptal products) did not contribute to the patient complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.